Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported needle stick injuries occurred with 28 clinicians due to the lids on bd vacutainer® urine complete cup kits "getting stuck" making them difficult to pull out. There was no report of medical intervention.